Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was "high" on the cgm graph. Elevated bg was address by changing out pump supplies and delivering a correction bolus via the pump.